Event description:
Additional information received indicates that the patient's extension is still implanted.

Manufacturer narrative:
Per the additional information, the device is still implanted. Hence, this does not meet the reportability criteria.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not obtained. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31198. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedance. In turn, surgical intervention took place on (B)(6) 2020. Intra-op testing showed high impedance on the lead. As such, the lead was explanted and replaced with a new lead addressing the issue. It is unknown if any intervention was undertaken on the extension. Reportedly, therapy was confirmed post operatively.